Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose level was 266 mg/dl. Customer's mother reported the customer jumped in the pool with the device, as an event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother stated there was moisture under the screen. Customer's mother called back to reported that device was making cracking noises when pressing the up and down buttons. Customer declined to troubleshoot for fluid in the insulin pump due to device being replaced due to button error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. Insulin pump had no crackling noise anomaly or button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. Found moisture damage on electronic and motor assembly.